Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 23-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 16-feb-2018 with the following findings: during investigation, the keypad was intact with no evidence of peeling or damage. All keypad buttons were responsive to user input. The keypad was removed to find no evidence of contamination on the button contacts. The pump was opened to find no evidence of moisture on the keypad connector.